Manufacturer narrative:
Device evaluation: the device returned with no damage visible. The balloon folds were open. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035 inch guidewire was loaded via the distal tip and passed successfully through the device. Negative prep did not detect the presence of a leak. In order to verify the location of the leak, an attempt was made to inflate the balloon. A leak was observed from a longitudinal tear proximal to the mid balloon marker. The balloon was unable to maintain pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the inpact admiral device to treat a lesion in the mid right superficial femoral artery(sfa). The lesion was described as severely calcified with 75% stenosis, 300mm in length in an artery diameter of 5mm with moderate tortuosity. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray. The device was prepped per IFU with no issued identified. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device hence, no excessive force was used. At less than 5atm of pressure the balloon was reported to have burst on its first inflation. All fragments of the balloon were retrieved. Another balloon was used to complete the procedure. No patient injury was reported.